Event description:
It was reported that the customer had normal blood glucose levels of 108 mg/dl. The customer reported a motor error alarm from the insulin pump during bolus. The customer also reported a button error alarm from the insulin pump after the insulin pump reset. The customer also received a no delivery alarm from the insulin pump that was resolved. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump had unresponsive keypad due to moisture damage on keypad traces noted. No unexpected button error alarms noted. No further testing could be completed due to unresponsive keypad. The insulin pump passed motor test. The insulin pump was received with cracked liquid crystal display window, cracked case at liquid crystal display window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.